Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Arjo was informed about an incident involving the enterprise 9000x bed. The customer reported that the bed goes up by itself. There was no indication of patient involvement, and no injury was reported.

Manufacturer narrative:
When the technician visited customer's site error e410 and e301 were present, bed was not functioning at all due to cu20 control box communication failure. Additionally aes electrical failure and battery failure were identified. Broken parts were replaced. Bed's inspection revealed that button responsible for bed's up movement was intermittently stuck. Attendant control panel was replaced. This record is related to the allegation of the unintended movement of the bed. The review of complaints and device inspection results indicates that the control panel button failure (stuck button) found during inspection might have led to the observed unexpected bed movement. The main factor that could lead to the button being stuck might be related excessive external force used or natural wear and tear of the component. However, the circumstances surrounding the event are unknown so it is impossible to confirm the cause of control button failure. Attendant control panel was replaced, bed was tested and operated correctly. The instructions for use for enterprise 9000x bed (746-591-en_12) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly" ¿ weekly. "Failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents." To sum up, arjo device failed to meets its specification. There was no indication that the bed was used by a patient during the event. This complaint was assessed as reportable due to allegation of unintended movement.